Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. The force bipolar forceps instrument was returned to isi for evaluation. Although the complaint was not confirmed by failure analysis since investigation is currently ongoing, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, the user observed movement issue with the force bipolar forceps instrument that was installed into universal side manipulator (usm) arm 4. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information from the surgeon regarding the reported event: the instrument was inspected prior to use and no abnormality was identified. The issue was experienced during suturing of the vaginal stump, instrument was grasping the thread. The wrist of the instrument did not move as expected and felt uncomfortable. Since the message "relax" had been presented immediately before, it was suspected that the shaft of the instrument was in a state of one rotation, or that the instrument was being manipulated to rotate to an unreasonable angle. The instrument pulled the thread in strong mode and then was switched to normal mode. At the moment of releasing the thread, there was a vigorous spinning behavior of the instrument wrist. No abnormalities noted with the instrument (e.g., dislodged/misaligned jaw or grip tip sticking out etc.) And no collision with other instruments or tools confirmed. The user continued the procedure with no other issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was not reproduced through failure analysis investigation. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no unusual movement observed during testing. As part of investigation, the instrument was further inspected and an unrelated issue was found. A bent grip, causing side to side misalignment of the grips with a 0.035¿ offset at the tips was identified. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.